Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The stop switch was confirmed to be loose, confirming the reported clinical observations. The plastic securing nut for the emergency stop switch became loose, causing the emergency stop switch to spin in place. The securing nut was tightened, resolving the issue. The emergency stop button, and its functions are working now as intended.

Event description:
It was reported that, the emergency stop button was coming loose from the console. There was no patient involved.

Event description:
It was reported that, emergency stop button was coming loose from the console. There was no patient involved.